Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report following an engineering evaluation.

Event description:
It was reported that .. "During xia3 surgery (l3-iliac), the blocker inserted to the iliac left screw idled. Although the surgeon changed it to the other new blocker, the new one idled too. Because it seemed that the iliac left screw head was opened, he changed the screw to the new screw and finished the surgery. "

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis. The device was returned for inspection and the event was confirmed. The threads of the tulip are damaged. It seems that the blocker was cross-threaded during insertion. Application of the excessive load during blocker insertion could lead to the reported event. It was also observed that the screw underwent multiple tightening operations. As follows from the review of complaints received previously for the same issue, multiple tightening is considered as one of the contributing causes leading to tulip splay. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no indication of material or manufacturing defect could be found. The device evaluation results suggest that the complaint condition is due to multiple tightening and is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that .. "During xia3 surgery (l3-iliac), the blocker inserted to the iliac left screw idled. Although the surgeon changed it to the other new blocker, the new one idled too. Because it seemed that the iliac left screw head was opened, he changed the screw to the new screw and finished the surgery. "